Event description:
It was reported that when the device was used during a laparoscopic colon procedure, the surgeon heard a click when putting instrument together before firing. After firing it the donuts were complete, but the staples formed were malformed (u-shaped). The case was converted to an open procedure. There was no add'l pt consequence.